Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter - (B)(6). The device history record for zimmer air dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 6 august 2019, it was reported that a dermatome required repair. The customer returned a zimmer air dermatome serial number (B)(4) for evaluation. Evaluation of the device on 14 august 2019 noted that the dermatome was out of motor speed specifications and was out of calibration at the zero setting. Upon further inspection, it was found that the head and the throttle lever were damaged on the device. Repair of the dermatome occurred the same day and involved replacing the head, throttle, lever, motor, swivel, poppet assembly, the bearing stack, and the bearings. The technician then tested and verified that the device was functioning as intended, then returned the dermatome to the customer without further incident. The device was tested and inspected. While the service technician found that the device was out of motor speed specifications, was out of calibration specifications at the zero setting, and had a damaged head and throttle lever, all of which would require service on the device in order to resolve, it cannot be determined from the information provided as to what caused the issues with the dermatome. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that a zimmer air dermatome was in need of repair. During the investigation, it was revealed that the dermatome was out of motor speed specifications. No adverse events were reported as a result of this malfunction.